Manufacturer narrative:
Date of event estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. The allegation is against [3] of [4] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8713225."

Event description:
Related manufacturer reference number: 1627487-2023-03388 and 1627487-2024-07925. It was reported that the patient's system diagnostics recorded high impedances on all 3 leads. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.